Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a female patient underwent an unknown surgery when the distal tip of a hookwire separated. The dkbl localization hookwire; which separated below the reinforced section was retained inside the patient. The patient's status/outcome was unknown as it was not provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.